Event description:
It was reported that the scale was inaccurate and will not zero due to worn load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.